Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the x-arm to the primary tube lifters out of adjustment in the reported problem area of the pipetter assembly. The x-arm was recalibrated. The instrument was inspected, tested without further problem, and returned to svc.